Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus."

Event description:
It was reported that customer over corrected via bolus with the pump which resulted in customers blood glucose (bg) to decrease to 50 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.